Event description:
Post deployment of a sapien xt, the patient went into complete heart block (chb) requiring a permanent dual chamber pacer (dr ppm). The area of the annulus was 15 percent oversized for a 29mm valve, but the exact measurements are not available. The sinotubular junction (stj) and sinus of valsalva (sov) were within normal limits. The procedure went well, and the valve landed 60/40 aortic ventricular. Post valve deployment, the patient needed support from the temp pacer. The temp was turned down to check for an underlying rhythm, but the underlying was below 40ppm. It was then decided to have ep come and place a dr ppm. The dr ppm was placed without incident. The patient remained stable throughout the procedures. The physician thought the patient would probably need a pacemaker post tavr due to his pre-existing bundle. The patient had moderate native annular calcification and moderate native leaflet calcification.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in ¿clinical technical summary for complaints-conduction disturbances/ heart block¿ written by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the complete heart block was attributed to the patient¿s underlying right bundle branch block. A dual chamber pacemaker was placed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.